Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open continued to show a required maintenance message despite recovery attempts, reboot, power removal, waiting period, and reconnection of the power supply. The customer tried to reboot and recover the drawer, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) reported that the front full height drawer six was not opening properly and inspection identified a faulty slide rail. The fse replaced the slide rail, restored full drawer functionality, tested drawer operation in the application, and confirmed the drawer was fully functional after successful testing. The system functioned as intended after field service engineer repaired the device.